Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report received form (B)(6) stating that the device has damaged bearings. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided. The date of the event is unk.